Manufacturer narrative:
The patient indicated to a nalu representative that they had sustained a fall resulting in loss of consciousness, which is the reason for the MRI request. As there was not complaint around functionality of the implanted components prior to that fall, it is likely that the event is directly related to the component damage. Exact date of the fall and resulting medical treatment are unknown to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023 to treat lower back pain. On (B)(6)2024 nalu tech support was contacted by an MRI facility for safety information. Testing of the nalu system was performed to confirm MRI conditionality. Failed impedance readings were received during testing, indicating an open circuit and patient was unable to obtain the MRI scan. Additionally, the patient reported having reduced therapy on the same side as the implanted lead that failed impedance testing. Patient was scheduled for a surgical intervention to correct MRI conditionality and restore optimal therapy. On (B)(6)2025 surgical revision was performed. During the revision the problematic lead was visually verified to have been damaged, appearing to have been torn. While removing the lead, the implantable pulse generator (ipg) also sustained handing damage and required replacement.